Manufacturer narrative:
The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Event dates are estimated dates. The UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled, "contemporary anatomic criteria and clinical outcomes with transcatheter mitral repair".

Event description:
This is filed to report death. This research article was a retrospective study designed to evaluate the consensus-driven criteria that have recently been proposed for prediction of mitral transcatheter edge-to-edge repair outcomes. We examined the relation between contemporary criteria and outcomes with mitral transcatheter edge-to-edge repair therapy. Complications identified in the study included: single leaflet device attachment (slda), clip embolization, embolism, foreign body in patient, cardiac tamponade, hemorrhage, unexpected medical intervention, surgical intervention, myocardial infarction, stroke, heart failure, prolonged hospitalization, recurrent mr, and death. In conclusion, worse acute and one-year outcomes are observed with non-suitable contemporary anatomic and clinical criteria for mitral teer, although sufficient mr reduction can be achieved in challenging anatomy in experienced centers. These findings have implications for current management of mr and future clinical studies. Details are listed in the attached article titled, "contemporary anatomic criteria and clinical outcomes with transcatheter mitral repair".